Event description:
Customer reported that the insulin pump has a button error alarm. Customer stated that she removed the battery and the display of the alarm did not return but it is still beeping. Customer stated that she recently noticed the buttons were sticking. Blood glucose 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No sticking button was noted. The insulin pump had minor scratches on the display window, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.